Event description:
Ous MDR - after an implantation time of about 2 months, an increase in the pacing threshold and twitching of the diaphragm were reported. The lead was exchanged and returned to biotronik for analysis. Aside from the twitching of the diaphragm, no worsening of the patient's state of health was reported.

Manufacturer narrative:
The returned lead was thoroughly analyzed. During the examination, the lead was checked visually and electrically. During the visual inspection, a severely twisted inner conductor helix was found close to the is-1 connector pin. The analysis showed that overrotation of the screw mechanism should be considered as cause. During further inspection, a deformed fixation screw and a deformed rv shock coil were identified. The analysis showed that the cause can probably be traced to mechanical stress during the operation. The analysis did not show any indications of a material defect or manufacturing error.